Manufacturer narrative:
(B)(4). Therapy date: the exact date of the event is unknown; however, it is known that it occurred in the month of (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an unknown set was involved in an overinfusion. The set was being used with a sigma spectrum pump to infuse 100 ml of vancomycin to the patient. Approximately 3 mins after the infusion was started, it was found that the entire bag had infused into the patient. The set was then switched out. The patient's blood was tested in the lab to determine any possible harm due to the infusion due to the toxicity of the drug. There was no additional follow up treatment needed. There was no report of patient injury or adverse event in association with this event. No samples are available. No additional information is available. This medical device report is report 1 of 2.